Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed to release and unable to recover the storage space. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 experienced multiple pocket failures. A field service engineer (fse) identified that pocket b1 had previously failed, but customer was able to recover successfully during next attempt. Multiple pockets were then tested, and pocket c1 consistently failed to open its lid even after being moved to different positions, confirming a pocket issue. Additional random pocket failures were observed, with all row d pockets not being detected. The row board cable was reseated, which resolved the random failures, but row d remained undetected. After replacing the row board cable, row d pockets were detected successfully, but pocket d1 was failed to open. A replacement pocket tested successfully in position d1, and the functionality was restored. The system functioned as intended after the field service engineer repaired the device.